Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to fluid. The customer's blood glucose was 7.7 mmol/l at the time of incident. The battery compartment was filled with fluid. The customer changed the battery of the insulin pump but the home screen display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly.